Event description:
The customer reported that while in pt use the display monitor screen locked and can't be activated on the controls. The pt was removed from the ventilator and placed on another ventilator, no pt harm.

Manufacturer narrative:
This supplemental report was identified as a late submission during a two year retrospective review of complaints and MDR¿s following receipt of an untitled letter issued by the FDA. Additional information: the carefusion failure analysis lab technician noted during evaluation: received vela front panel assy and installed into a vela. Deep cut visible on touchscreen panel. Powered on in service mode and touch screen unresponsive, dissembled vela front panel and put under microscope, noted deep cuts. Duplicated customer complaint of screen locked and cannot be activated on the controls. Deep cut in touchscreen panel caused assembly, touchscreen-vela on vela front panel assy to become non-responsive.

Manufacturer narrative:
(B)(4). The carefusion field service engineer evaluated the ventilator and replaced the front panel and tested for proper operation. Unit meets company specifications. The carefusion failure analysis tech will evaluate the alleged failed part if it is returned to the manufacturer.

Manufacturer narrative:
This supplemental report was identified as a late submission during a two year retrospective review of complaints and MDR¿s following receipt of an untitled letter issued by the FDA. Corrected data noted on 10/29/2015: model number. Additional information 06/08/2015: device returned, evaluation in progress.